Manufacturer narrative:
H3, h6: the batteries were returned to medtronic for analysis. Testing was conducted and the batteries were losing charge. Fdm b01, fdr c02, and fdc d02 are applicable to the battery analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000162, serial/lot: none. Initial reporter contact information has been requested. The occupation is hospital radiographer. A medtronic representative went to the site to perform a system check out and they found that the battery charge dropped below the minimum during the spin. Battery tray eight was replaced to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while driving the image acquisition system(ias) to a theatre, the battery levels dropped to one bar and was flashing red. The hospital's radiographer was doing monthly fluoro calibrations so they left the machine for two hours after driving the unit, then attempted to run the calibration. After running a 3d spin on a test phantom, the battery bars again dropped to one bar and flashed red. The field service engineer(fse) guided the manufacturer representative to get the logs. The system logs showed that there was a reduced level of battery voltage and confirmed battery low errors following the spin and drive. Troubleshooting was done by the fse. The battery analyzer showed that all batteries were good, but from past experience the fse felt it was necessary to inspect each battery tray individually. Battery tray eight was extremely hot to the touch, approximately 50 degrees celsius, and the battery showed evidence of mushrooming, where the housing has expanded. This was consistent with the event described as the battery likely had high internal resistance, which caused a significant drop in voltage when under load. There was no patient involvement.